Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bacterial peritonitis with cultures positive for acinetobacter and staphylococcus aureus in a patient coincident with dianeal pd4 ambuflex therapy via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with unspecified antibiotics. While hospitalized the patient's peritoneal dialysis (pd) catheter was removed, dianeal pd4 ambuflex therapy was discontinued, and the patient was switched to hemodialysis. On an unreported date in 2011, the patient was discharged from the hospital and the event of bacterial peritonitis with cultures positive for acinetobacter and staphylococcus aureus resolved. Although a break in aseptic technique was not identified as the cause of the bacterial peritonitis, the patient received aseptic technique retraining. The nurse felt the event of bacterial peritonitis with cultures positive for acinetobacter and staphylococcus aureus were not related to dianeal pd4 ambuflex therapy or the home choice device. Writer's search identified the clinic had received transfer sets product code 5c4482, lot numbers h10l07041,h10k12043, h11b21041 ,h11c31030, h11d25048 and h11f07058 within six months prior to the reported event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10l07041, h10k12043, h11b21041, h11c31030, h11d25048 and h11f07058 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.